Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were lagging and need to press multiple times to respond. Customer stated that insulin pump rejects new batteries. Customer stated that insulin pump screen was hazy in sunlight and it affects visibility. Customer stated that insulin pump rewind was louder in past. No harm requiring medical intervention was reported. The device will not be returned for analysis.